Manufacturer narrative:
A series of photos were shared by the customer, showing a CT inspection comparing the inner portion of the device with both a good and the actual sample. The photo of the actual sample CT shows that the fluid path appears to be occluded in comparison with the good sample photo. One used list #kl-bs001u3, chemosafelock bag spike was returned for evaluation. As received, there was no physical damage or anomalies were observed. No mating device was returned. The returned device was primed and no flow through the chemolock bag spike was confirmed. The returned sample was cut and an errant solvent inside the fluid path of chemolok was identified. The complaint of occlusion can be confirmed. The probable cause was due to errant solvent applied during the manufacturing assembly process. Device history record reviews were performed and no relevant discrepancies, anomalies or nonconformances were observed that could be related to the condition reported in this complaint. D9 - date returned to mfg: 05jun2024.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. The customer identified possible lot numbers (plots) of 13803754 (expiry date 10/01/2026, MFR date 10/01/2023) and 13805390 (expiry date 10/01/2026, MFR date 10/01/2023). Section e additional contact: (B)(6).

Event description:
The complaint/event involved a chemosafelock bag spike. It was reported that granisetron+dexart+polaramine was not be able to be aspirated after 15 minutes (and perjeta after 30 minutes, and trastuzumab) when connected to their factory-retained chemosafelock connecter kl-msu3 device and an unspecified syringe. It was unsuccessful with high resistance sensed. Computed tomography (CT) inspection was performed to internally check the samples. The opening portion of the conduit is completely occluded. It was also mentioned that it was not detected prior to direct patient use. That the event occurred during infusion. That the possible lot numbers are 13803754 and 13805390. That there was no serious injury/death, no blood loss, no unprotected chemo exposure, no delay in critical therapy, no adverse operator consequences and no medical/surgical intervention required. That the device(s) was changed out/replaced with no further problems encountered. There is no reported impact to the patient or the medical institution worker as a result of the event.